Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered one round of inappropriate anti-tachycardia pacing (atp) and 6 inappropriate electrics shocks due to an episode of atrial arrythmia. The therapy was exhausted. This device remains in service. No adverse patient effects were reported.